Event description:
First set placed (B)(6) under the pectoral, had capsular contraction, removed and replaced with silicone breast implants, placed one month before the FDA banned liquid silicone implants (B)(6). In (B)(6), I had axillary lymph node removed indicative of containing silicone but the breast MRI was negative. Now, my left breast intracapsular has a rupture. Positive for intracapsular rupture on MRI, symptoms are: thickening of the skin, pain, and tenderness. The product has not been removed yet. Surgery in (B)(6) 2016 if I can wait that long. I am very concerned it might be leaking into my lymph nodes now.